Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a reverse shoulder arthroplasty, the impactor fractured while impacting the baseplate. The procedure was completed with the same impactor without delay or patient injury.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
During a reverse shoulder arthroplasty, the impactor strike plate fractured while impacting the baseplate. The procedure was completed with the same impactor without delay or patient injury.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch.